Event description:
It was reported that this system was explanted and replaced on the right side of the body due to patient complaints of pocket pain. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed cuts into the insulation (approx. 36 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.